Event description:
It was reported that the unspecified bd infusion set had air bubbles / air in line. The following information was provided by the initial reporter: nursing staff reported that after the secondary infusion was completed, air accumulated in the pcu and pump. The pump did not trigger an alarm, which allowed air to advance through the entire IV line. Additional information received from the customer: please provide the batch# or lot# number of the tubing set? N/a please provide the material# or ref# number of the tubing set? N/a kindly confirm whether air is visible in the tubing. Yes, air is visible in the line describe any patient¿s harm, injury, complication or negative outcome that occurred as a result of the event. No harm or injury was documented.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.